Event description:
There was one endeavor rapid exchange (rx) drug eluting stent implanted in the mid lad during index procedure. It is reported that the pt suffered hemoptysis and bleeding of the puncture site on the same day as index procedure. Investigator has indicated that it is not assessable if these events were related to the study device. Pt was asymptomatic / free of symptoms at 30 day f/u. It is reported that the pt had unstable angina and returned for another pci approx 4 months post index procedure. The pt suffered an acute non-stemi. Investigator has indicated that the target lesion was involved and it is not assessable if the event was related to the study device. Pt was taking aspirin and clopidogrel 24 hrs before the event. The pt was diagnosed with instent restenosis and there were two endeavor rapid exchange (rx) drug eluting stents implanted in the mid lad. Pt was asymptomatic / free of symptoms at 6 month, 1 yr and 1.5 yr f/us. Pt's cardiac status at 2 yr f/u was stable angina.

Manufacturer narrative:
(B)(4). Eval, results: (mi and revascularization).